Event description:
Boston scientific received information that this lead had dislodged and the physician had performed an additional surgical intervention to reposition this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.